Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, the patient experienced an unhappy outcome, unable to see intermediate vision. Additional information was provided indicating that 3 months following the initial iol implantation, the iol was exchanged for a different lens model and a 1.5 diopter difference in power.